Event description:
Caller reported a tandem mobi cartridge alarm and confirmed an occurrence of cartridge alarm 35, which did not affect the customer's blood glucose levels adversely. Initially, the caller was unable to reload the original cartridge successfully, leading to a cartridge alarm during troubleshooting. However, with assistance, a new cartridge was loaded correctly, restoring insulin therapy. Despite these resolutions, tandem technical support decided to replace the pump, as the customer received another cartridge alarm. The customer will use multiple daily injections (mdi) as backup insulin therapy and understood all instructions concerning the new pump's settings, storage mode, and shipping details.